Event description:
During ivc filter procedure placing a celect filter in 2007, the filter went in and deployed perfectly, however, when the physician released the filter and tried to remove the delivery system, it would not come back through the sheath. The catch for the delivery system was free of the hook on the celect which could be clearly seen under fluoro. However, when the physician pulled back on the delivery system, it looked like the catch was hooked on the vena cava. The physician tried advancing the delivery system and sheath back down the cava to where he thought it was hung up, but no luck freeing it. He also tried releasing the catch again, rotating the delivery system and nothing would seem to work. The physician finally pulled with more force on the delivery system and it came free. After removal of the delivery system, the physician observed the catch on the delivery system had a piece of what looked like tissue from the vena cava. A cavagram showed no signs of leaking or bleeding and the filter was in perfect position. No harm was done to the pt. When the physician reviewed the pictures from the procedure, it looked like the pt did have some tortuous vessels.

Manufacturer narrative:
Eval: this event is still under investigation.